Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a no delivery. The customer's blood glucose level was 400 mg/dl at the time of call. The customer stated that the insulin pump had a no delivery alarm along with motor error alarm even after multiple set changes.the customer stated that the drive support cap was flush. Customer also reported to have experienced a blood glucose of 400 mg/dl and was treated with insulin pump. Customer declined high blood glucose troubleshooting . Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump, infusion set, and reservoir were being replaced and is expected to return for analysis.

Manufacturer narrative:
Findings: pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart alarm error test. No motor error alarm and excessive no delivery alarms noted. The motor was tested outside of the device and passed. Pump passed all operating currents tested within the spec range and passed off no power test. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, missing end cap sticker and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.